Manufacturer narrative:
H10: the remote service engineer (rse) suspected that the light crystal display (lcd) required a replacement and possible an end cap replacement as well. A field service engineer (fse) went onsite to troubleshoot the issue but was unable to detect any flickering on the display. The fse returned the lcd but installed the end cap. The fse was unable to detect any flickering on the lcd but replaced the end cap as a preventative measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00282. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was flickering. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that they had a flickering screen. An onsite quote was created for onsite assistance as the unit was unavailable for troubleshooting over remote assistance.